Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Poly insert didn't lock correctly in baseplate. They used another insert which locked into the baseplate with no issues. They did not need to exchange the baseplate.

Manufacturer narrative:
Reported event: an event regarding a seating/locking issue involving a triathlon insert was reported. The event was confirmed by visual inspection. Method and results: -device evaluation and results: the insert and the locking wire were returned for evaluation. The locking wire had been removed from the insert . The wire has several scratches and is bent which is indicative of contact with the baseplate during attempting to implant the insert. There is also damage observed on the posterior edges of the bearing surface in both compartments of the device. This type of damage is indicative of an obstruction on the posterior aspect of the insert which may have been the reason that the user failed to position the insert correctly on the baseplate. The locking wire groove of the anterior face of the device is damaged most likely due to explantation damage. -medical records received and evaluation: not performed as the reported component was not implanted. -device history review: DHR review for the reported lot was satisfactory. -complaint history review: chr review for the reported lot confirmed that there are no other similar events reported. Conclusions: based on the visual inspection of the returned component, the observed damage on the posterior aspect of the insert is indicative of an obstruction during attempted seating of the insert onto the baseplate. The observed damage on the anterior face is indicative of attempted assembly of the insert onto the baseplate and subsequent removal of same.

Event description:
Poly insert didn't lock correctly in baseplate. They used another insert which locked into the baseplate with no issues. They did not need to exchange the baseplate.